Manufacturer narrative:
Date sent to the FDA: 12/23/2020. Additional information: a1, a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted the mesh was densely adhered to the small bowel. After lysing these adhesions for greater than an hour and a half, he was able to explant the majority of the mesh. It was reported that the patient experienced severe pain, infections, bleeding, inflammation and extreme weight gain. No additional information is provided.